Manufacturer narrative:
G3 initial awareness date was 05jun2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the device, plpul2020ns, ultra surgical smoke evacuation pencil, was used in an unnamed procedure on approximately 08may26, ¿cautery issue ¿ reports of burns¿ was reported. Further assessment found it was the patient who was burned. "Despite multiple follow-ups further information was unable to be obtained" regarding the degree of burn. The procedure was completed as normal, with "no report of serious injury, medical intervention, or follow-up care". There was no report of a device malfunction. This report is being raised due to the reported injury of a burn of unknown degree to the patient.